Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and other spasticity. The pump contained lioresal [2000 mcg/ml] at a dose of 506.8 mcg/day. It was reported an alarm was heard, and telemetry had not yet been performed. The hcp stated the patient¿s mother started hearing the pump alarm, and it aligned with how they set the non-critical alarm. No troubleshooting was performed prior to the call. The hcp stated they would be sending someone out to interrogate the pump and read the logs. The hcp stated she would also be meeting with the managing hcp that day as well to discuss the alarm. No patient symptoms were reported. The hcp stated the pump was not due to alarm for low reservoir until (B)(6) 2017. The hcp stated there was still 32 months until early replacement indicator (eri). Additional information received on 2017-sep-13 from a manufacturer representative reported the pump had had intermittent motor stalls and recoveries starting (B)(6) 2017. The representative stated there was no electromagnetic interference or magnetic interaction with the pump. The representative stated the pump was going to be replaced at a later date. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (patient¿s mother) reported the pump was replaced on (B)(6) 2017 because the pump was malfunctioning. The patient¿s mother confirmed that by malfunctioning, she was referring to the problem related to the pump alarming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the pump was returned, and they were unsure of its status. Additional information received from another representative reported she would be returning the pump. The pump was replaced on (B)(6) 2017, and the patient was doing fine.

Manufacturer narrative:
Updated to reflect the information received on (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2017. It was confirmed that the device had been returned.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative (rep) via the return paperwork for the pump and the pump logs were provided. The pump logs examined (b(6)2017 (last change (B)(6)2017) showed multiple motor stalls and recoveries starting on (B)(6)2017. The motor stall that occurred on (B)(6)2017 at 08:04 reached the stopped pump period may exceed tube set message on (B)(6)2017 with a recovery on the same day. The last stall occurred on (B)(6)2017 at 09:46 with no recovery noted.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Eval code-result updated. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.